Event description:
Customer reported during routine daily testing the defibrillator displayed a charging fault. No reported pt involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.